Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The ra lead was found to be oversensing noise. The lead was programmed off and remains in the patient, out of service. The lead will be removed at a later date that has yet to be determined. A new lead was implanted from the right side of the patient.

Manufacturer narrative:
Product event summary #product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicates oversensing information. It was noted that there was atrial tachycardia and atrial fibrillation episodes recorded with apparent far-field r-wave (ffrw) oversensing. There was 67,807 atrial short interval count (sic) that had occurred since (B)(4) 2014.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicates oversensing information. It was noted that there was atrial tachycardia and atrial fibrillation episodes recorded with apparent far-field r-wave (ffrw) oversensing. There was 67,807 atrial short interval count (sic) that had occurred since 2014 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has far-field r-wave (ffrw) oversensing with several short interval counts (sic) resulting in false mode switching. The atrial sensitivity on the lead was adjusted to prevent the ffrw oversensing. The lead remains in use. No patient complications have been reported as a result of this event.